Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient's implant had been zapping him so the patient wanted the device removed which occurred in 2011. Caller stated that the patient had the implant removed but they left the lead in and was wanting MRI compatibility the patient was redirected to their healthcare provider to further address the issue.